Event description:
The manager of the cardiac catheterization lab received a letter from vascular solutions in 2009, alerting us to a recall of several lot numbers of their twin-pass catheters. The letter was dated 2009. The letter stated that 24 of the affected catheters were shipped to our cath lab. There were 2 catheters stocked in the lab in the same month. One of these catheters had a lot number that was being recalled. The other catheter lot number was not on the recall list. Two catheters had been used that day. The trash with the packaging had already been removed by the time the letter was received. The recall involves beading that is placed inside the catheter during mfg. The beading is then removed before packing. In the affected lot numbers the beading was not removed. The physician director of the cath lab was made aware of the recall. All catheters are flushed prior to use and any debris inside the catheter would be flushed away.